Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited image disappearance during angulation in the up/down directions due to damage on the charged-coupled device (ccd) unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.